Event description:
The customer reported to vyaire medical that the 3100a ventilator does not hold mean airway pressure (map) at all, solenoid 1 is giving off a puff and the low gas light is on. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer confirmed that unit issue was already resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.